Event description:
The customer observed a (B)(6) architect (B)(6) result for a (B)(6) male patient with diabetes. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 is reactive): initial result was (B)(6). The sample was tested with the colloidal gold method, sysmex assay, and tppa, all were (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Phone complete entry: (B)(6). This report is being filed on an international product, list number 08d06-77, that has a similar product distributed in the us, list number 08d06-41.

Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. Trending review determined no related trend for the issue for the product. Sensitivity testing was performed using an in-house retained kit of lot 28248be01, stored at the recommended storage condition. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect syphilis tp, lot number 28248be01, was identified.